Event description:
The customer reported the system displayed an error message and locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the system operates as intended.